Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown cardiovascular surgery on (B)(6) 2019 and the suture was used. The needle tip was broken during use. There were no pieces were left inside the patient. There were no patient consequences reported.